Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Further evaluation of the removed power pcb assembly determined that the root cause of the reported issue was due to fretting corrosion on the battery wire harness contacts of connector, j11, and the mating power pcb assembly contacts of connector, p11.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The root cause of the reported issue is determined to be a faulty power pcb assembly. Due to obsolete parts the device was unable to be repaired. The device was scrapped by stryker, and the customer was advised to purchase a new device.